Event description:
Customer reportedly obtained results of 125mg/dl and 478mg/dl within 10 mins on the same device. The customer was given 22 units of humulin n and 9 units of novolog based on the device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.